Event description:
It was reported that during a battery changeout, externalized conductors were seen via fluoroscopy, distal to the svc coil. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.